Event description:
It was reported that the patient¿s system was removed in order for the patient to have a full body MRI. When removing the lead however, it broke. The reporter did not know what the length of the fragment that remained in the patient was. It was later reported that the tined portion of the lead was what was left in the patient¿s body as the healthcare provider ¿couldn¿t get it to come out of the tissue¿. It was later reported that the purpose of the MRI was to rule out a neurologic condition.

Event description:
Additional information received reported that ¿2.5 cm¿ of the lead remained implanted. The patient may also need a MRI of the knee.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v098959, implanted: (B)(6) 2008. Product type: lead: product ID 3093-28, lot# v333402, implanted: (B)(6) 2009. Product type: lead: product ID 3037, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication (december 2010).